Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that the cable on the pk dissecting forceps instrument was sticking out. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable is broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.